Event description:
After an implantation duration of 87 months it was reported that the pacemaker could not be interrogated anymore and no therapy could be delivered. The patient was reportedly dependant and thus hospitalized and the device was explanted.

Manufacturer narrative:
The pacemaker was returned for analysis. First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The pacemaker had been implanted for (B)(6). Matching the clinical observation, neither a status interrogation of the pacemaker was possible nor the devices capability to provide therapy was available because of a discharged battery. In a next step, the pacemaker was opened. With the aid of an external voltage supply, it was possible to interrogate the implant without problems. In addition, the capability to provide therapy was tested. The antibradycardic output signal was normal, and the device was capable to provide therapies without restrictions. The current uptake of the electronic module was also tested and proved to be unremarkable. The memory content could not be restored after the implant had been opened. The parameters programmed at the time of the clinical observation and the battery status could therefore not be determined. The re-initialization request described in the complaint does, however, indicate an activated safe mode. It can be assumed that the device could no longer be re-initialized because the battery was already discharged. For further analysis, the battery was returned to the manufacturer for a destructive analysis and was thoroughly analyzed there. First, the manufacturing process of this battery was reviewed, and the battery underwent a visual and x-ray incoming goods inspection. No anomalies were detected in the process. All manufacturing steps had been carried out correctly, and the visual inspection and the x-ray analysis showed a normal and expected battery structure. Complex impedance measurements confirmed a discharged battery. The battery was opened and analyzed destructively. The visual inspection of the internal structure did not show any anomalies. In addition, the cathodes and anodes, the feedthrough, and the respective separators were checked carefully. No short-circuit or insulation defect could be identified that could have led to an increased self-discharge of the battery at the end of the operating time and, thus, to the clinical observation. In summary, no cause for the clinical observation was identified despite time-intensive and thorough analysis. After an implantation time of (B)(6), the battery depletion was principally within expectations. The electronic module was connected to an external voltage supply, and the implant then proved to function properly. Especially the power consumption of the device was normal. The analyses of the electronic module and of the battery were unremarkable.